Event description:
It was reported that the procedure was to treat a de novo lesion located in the narrow, heavily calcified, mid right coronary artery. The 2.75x28 mm xience xpedition stent delivery system (sds) stopped advancing on the balance middleweight (bmw) universal ii guide wire and became stuck while attempting to cross. The sds and the guide wire were removed and the procedure continued on with the use of a new bmw universal ii guide wire and a non-abbott stent. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience xpedition referenced is being filed under a separate medwatch report.

Event description:
Subsequent to the initial medwatch filing, device analysis revealed that the guide wire used in this case was not a balance middleweight universal ii guide wire. It was determined to be a balance middleweight guide wire.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The reported difficult to remove was confirmed via returned device analysis. The reported difficult to position could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on the analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted, because the part number and lot number were not provided. Based on the information reviewed, there is no indication of a product deficiency.